Event description:
Caller reported a malfunction on the pump, specifically referred to as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Customer support provided assistance in resetting the pump, and the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller understood and acknowledged.